Event description:
It was reported that pump displayed malfunction alarm malf 12, with and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm recurred, which customer acknowledged and understood.